Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Evaluation of product sample in progress.

Event description:
Homecare provider reported on behalf of the product user that the tracheostomy tube split at the "neck of the trach" on its "proximal extension" after approximately one month of patient use. According to the reporter, the tracheostomy tube was replaced due to the identified damage. The damaged tracheostomy tube was reportedly held by velcro holders that were replaced daily. The reporter explained that the device had been used with the patient once before, and that it had been cleaned with water and peroxide between uses. The reporter indicated that no adverse health effects were endured as a result of the reported event.

Manufacturer narrative:
One portex® bivona® custom tracheostomy tube was returned for evaluation. Visual inspection showed a break on the proximal side of the shaft, above the neck flange. It was noted that the wire and internal coating seemed to be displaced. At rest, the proximal end of the shaft had a deformed curve to the shaft, when it was expected for the shaft to be straight. The problem was observed as reported. Based on the evidence, the root cause of the issue was unknown. A device history review, relevant to the reported lot, did not find any non-conformities during manufacturing and the device passed qa inspection prior to shipment. (B)(4).